Manufacturer narrative:
A full review of the device history record for these devices has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the devices have not met final release criteria. There has been misplacement of the proximal extender device deployed to resolve a type 1a endoleak, this has led to a concern regarding the flow into the left renal artery which is currently described as turbulent. The patient will be followed up to monitor any deterioration in blood supply to the renal artery. The type 1a endoleak remains as the proximal extender has not been ballooned due to concern of renal artery occlusion. The physician advised that the occlusion of the left internal iliac artery occurred as a result of the ostea being positioned more proximally than expected.

Event description:
Evar was performed on (B)(6) 2016. The physician placed the main body (hbb) 7-8 mm below the lower left renal artery. Final angiography revealed that insufficient sealing of the proximal neck led to a type 1a endoleak, the physician tried to touch-up the device with use of the coda balloon catheter (cook (B)(4)) for a long period of time, however, the endoleak was not resolved. The physician placed a proximal extender in order to resolve the endoleak however it was landed higher than expected. Angiography revealed that blood flow to the left renal artery was not smooth. Therefore, the physician inflated a coda balloon catheter around the lower half part of the proximal extender. He tried to lower the device to the distal direction. Blood flow to the left renal artery was slightly improved. The patient will be followed up to monitor blood supply to the renal artery. In addition, the left internal iliac artery was occluded with the fishmouth of the ipsilateral limb of the main body device. Although the physician attempted to establish the patency by pushing the main body device up with the use of the balloon catheter, this was not successful. The physician stated that the ostea was positioned more proximally than expected.